Event description:
Event description boston scientific crm received information that an out of range impedance measurement triggered the lead safety switch (lss) on this right ventricular lead. Upon review of histograms and stored electrograms, it appeared that the lead was oversensing the t-wave.